Manufacturer narrative:
(B)(4). Batch # p9443c. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece fell into pieces. There was no harm to patient reported. No further information was available.